Event description:
Patient receiving ecp with blood prime for chronic gvhd of gut and skin. Cellex machine with two system pressure alarms. Interface not being maintained. Therakos called to help trouble shoot machine. Patient disconnected and unit of blood used to repurge machine. While repurging a loud noise in the centrifuge chamber and drive tube shaft had broken and kit was compromised with blood outside of sealed kit. Patient alarmed but unharmed with no blood loss because it was hooked to unit of blood. Patient did receive addition 20cc during prime.